Manufacturer narrative:
Analysis of the catheter (lot n147112019) found the catheter body broken. Analysis of the catheter (s/n (B)(4)) found suture less connector with coring/tears/cuts in seal. It was noted it met the leak critera.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter; product ID 8711, lot# n147112019, implanted: (B)(6) 2008, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was initially reported (B)(6) 2014 that the patient was in severe pain but could not get in to see their healthcare professional (hcp) due to long wait list. The patient had pain in their neck that would go down both arms, they had numbness, and it was difficult to "be on the computer". The patient had severe burning and throbbing in their arms down to their hands. The "symptoms almost never really ended, but got better when [the] pump was first implanted. It was noted the patient gets epidural injections every couple of months. The patient had an epidural injection in (B)(6) and it did not help, then their hcp moved. It was noted a refill and epidural injection was performed by a hcp who then moved, but details of when and where were not reported. The patient had a 10% increase in july because the patient was "miserable" and the epidural injection did not help. The patient stated it was "very hard when [the patient] was hurting all day long, can't drive [their] car and arms burning". The patient was requesting a closer hcp due to the trouble they had with driving long distances due to numbness. The patient had not received a call back from their hcp regarding their concerns. The pump was used to delver fentanyl, hydromorphone and bupivacaine. Additional information received (B)(6) 2014 reported the catheter was partially explanted on (B)(6) 2014. The catheter was found to be broken at the spinal site and the doctor was unable to retrieve the most distal portion. With fluoroscopy, the catheter was noted to have migrated downward to the lumbar spine. The catheter was replaced. The event required replacement. The product issue was resolved, but the cause was not determined. The patient status at the time of the report was ¿alive- no injury.¿

Manufacturer narrative:
(B)(4). Conclusion code no longer applies to the event.

Event description:
Additional information received reported that the patient was due for a pump replacement (over 5 years old) and the healthcare provider (hcp) wanted to perform a dye study to make sure the catheter was functioning properly. At the time of the catheter revision, the pump was replaced as well due to battery depletion. A (B)(6) 2014 interrogation showed the elective replacement indicator (eri) date as occurring in 4 months. The patient's status at the time of the event was stated to be alive with no injury. It was noted that at an appointment on (B)(6) 2014, a 15% does increase occurred.

Event description:
Additional information was received from the healthcare provider. At the time of the event the daily dose of fentanyl was 21.6 micrograms (mcg) at a concentration of 100 (no units noted), the daily dose of dilaudid was 0.1 milligrams (mg) at a concentration of 0.5 (no units noted), and the daily dose of bupivacaine was 4.32 mg at a concentration of 20 (no units noted). The cause of the event was noted to be normal chronic pain. The pump dose was increased on (B)(6) 2014. "Cesl" was done on (B)(6) 2014. An MRI showed the catheter tip was in the thoracic region. The previously reported catheter revision was done on (B)(6) 2014. It was reported the patient recovered with permanent impairment. The patient's other medications and pertinent medical history was requested but not received.